Event description:
It was reported by the consumer that post implant of a realize band, she was not getting restriction. Consumer reports that she had several fills by the implanting surgeon and was not achieving any restriction. A new surgeon was contacted and he performed an x-ray and stated, the tubing was disconnected and the tubing. A port revision/replacement surgery will be performed, however, awaiting for new insurance company's approval.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device remains implanted.